Event description:
The complainant reported that the impella sheath was placed without issue. Single access technique used to establish percutaneous coronary intervention access. At that time, the physician noticed bleeding that was present coming from the sheath. It appeared to come from in between the orange circular cap and the white finger plates. A kelly clamp was applied and hemostasis was achieved. No patient harm occurred, procedure proceeded as planned. Device was successfully explanted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.